Event description:
It was reported that the boston scientific sales representative and health care professional (hcp) contacted technical services (ts) for review of a stored episode on the patient's implantable cardioverter defibrillator (ICD). It was noted that the patient presented to the emergency room (ER) for syncope and was hospitalized. Upon analysis of device episode data, it was determined that there was noise on this right ventricular (rv) lead channel that resulted in oversensing. There was potential loss of capture of the rv signal. No pacing inhibition was noted. It was noted that the patient is pacing dependent. No additional adverse patient effects were reported. Currently, this ICD system remains in service.